Event description:
It was reported that the patient had a moderate pleural effusion. It was unsure if it was due to the left ventricular lead or the catheter used for implanting the lead. The lead remains in use. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.